Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during a stenting procedure on (B)(6) 2013. According to the complainant, the indication for the stent placement was treatment for a stricture due to primary large intestine cancer (most likely advanced stage cancer). The stricture was located at the sigmoid colon and was approximately 4cm in length. The patient anatomy was not noted to be tortuous and the stricture was not dilated with a balloon prior to the stent placement. During the procedure, the stent was implanted successfully with no issues noted. The patient was not undergoing any cancer treatments. On (B)(6) 2013, a perforation was detected and the patient was diagnosed with peritonitis. The perforation was located at the stricture towards the center of the stent. No treatment was administered for the perforation or peritonitis as the patient was inoperable and his condition was described as "very very bad." On (B)(6) 2013, at approximately 6:00pm, the patient passed away. In the physician's assessment, the normal expansion of the stent following placement along with weakened tissue at the tumor area prior to the procedure contributed to the perforation. In addition, the peritonitis is considered related to the perforation as they were detected on the same day. The peritonitis was reported to be the direct cause of death of the patient. No internal examination was performed.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.